Event description:
Unomedical reference number (B)(4). Event occurred in finland. On (B)(6) 2024, it was reported that infusion set cannula came away from the patient's body which caused hyperglycemia. Blood glucose levels were 19.8 mmol/l at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).